Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. In this case, the device was returned for analysis; while no device issue was reported, a clip cover fray was observed during returned device analysis. The device was inserted into a water bath to determine if the advancement of the cds through a steerable guide catheter (sgc) could contribute to the reported thrombus formation; no issues were identified. In this case the fray on the clip cover was likely due to procedural handling of the device prior to insertion of the cds into the sgc and is unrelated to the reported thrombus formation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of thrombus, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is submitted to report the thrombus that was seen during use with the mitraclip clip delivery system (cds) and is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. The clip delivery system (cds) was advanced through the steerable guide catheter (sgc). After the clip exited the sgc in the left atrium, thrombus was observed on the tip of clip. The cds was removed with the thrombus and the patient received another heparin bolus. There was no adverse patient sequela. A new device was used to continue the procedure. Two clips were implanted, and the mr was reduced to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system (cds) has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.